Event description:
The customer informed siemens on (B)(6) 2014 that when they magnify the image using carevision, only the top half of the image is magnified. Reportedly, several patients were radiated twice because the work around for this known issue is to reboot and rescan the patient. However, there is no report of injury to a patient.

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2014. This MDR is being mailed on (B)(6) 2014. Investigation into the reported event has revealed that the described problem is a known software issue that will be resolved in a future software update.